Event description:
It was reported that this right atrial (ra) lead exhibited noise and decreased pacing impedance measurements. The impedances had decreased from 450 ohms to 300 ohms over the past 6 months. It was noted the patient experienced palpitations. Subsequently, a revision procedure was performed. The ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.